Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured after being inflated four times to the rated burst pressure. During removal of the device from the patient's body, detachment of the blade was suspected. It was later noted that no detachment occurred during the procedure, and any detachment of the blade would have occurred outside the patient's body. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
(B)(6). The wolverine coronary cutting balloon was returned and analysis was completed. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 2mm in length was lifted from the distal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The lifted section of blade detached from the device during analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. A visual examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied when resistance is encountered while attempting to cross a lesion. A visual and tactile examination found the shaft of the device to be kinked approximately 55mm distal of the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured after being inflated four times to the rated burst pressure. During removal of the device from the patient's body, detachment of the blade was suspected. It was later noted that no detachment occurred during the procedure, and any detachment of the blade would have occurred outside the patient's body. The procedure was successfully completed with a different device without further issue or patient injury.